Event description:
"Channel a alarmed for volume infused. When it was attempted to stop channel to reset volume, the pump wouldn't stop. Turned entire pump on/off but would not reset. Just kept beeping volume." The equipment has been removed from service and labeled; "hall outside of unit to be picked up". Though requested by baxter, no additional information was provided regarding the patient's status, patient injury, or need for medical intervention, medication involved, and set up of the infusion device.